Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the night following the leadless implantable pulse generator (ipg) implant procedure, the patient began bleeding and had hemorrhage from the groin. It was further reported that the patient had groin wound dehiscence and experienced a blood pressure drop. The patient also had a low consciousness level and was in the state of shock. A blood transfusion and intubation was performed. No further patient complications have been reported as a result of this event.